Manufacturer narrative:
Result: siderail panel.

Event description:
It was reported by service report that the power cord was frayed with exposed wires and the outer right siderail panel was missing. Customer could not determine if there was patient involvement, however, no adverse consequences were reported.